Event description:
It was reported the customer received a displayable history check failed on startup alarm. Troubleshooting found the customer had received several other alarms in the alarm history. It was also found the customer's insulin pump passed the self test. Customer's blood glucose was 8 mmol/l. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.